Event description:
Patient required an osteosarcoma removed from the subtrochanteric region of the proximal femur. A 5cm piece of femur was resected and replaced with allograft and a proximal femur plate applied. Postoperatively plate broke at the second screw hole.

Manufacturer narrative:
No part number or lot number provided, cannot be determined without a part number and lot number. Investigation not complete, no conclusion can be drawn. Device history record review cannot be requested without a part and lot number of device.